Event description:
The caller stated that her patient had a 6dct that would not hold air in the cuff. The tracheostomy tube was placed in 2009, and was replaced by another 6dct the following month.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.